Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/04/2014 with the following findings: the battery cap was not returned with the pump; a test cap was used to complete investigation. Visual inspection did not find any damage to the battery compartment. The pump powered on normally with a functional display screen. A review of the black box indicated rebooting had occurred. A low battery warning was confirmed on (B)(6) 2013 at 8:21pm. The rebooting was preceded by a replace battery alarm on (B)(6) 2013 at 4:33am. The black box showed evidence of low battery voltage. A review of the pump history indicated insulin delivery totals correctly reflected programmed rates. During investigation, the pump¿s current draws were found to be within specifications. A replace battery alarm was induced during testing, and the pump emitted the appropriate audio-visual alert. The pump was exercised for 24 hours with no alarms or power issues occurring. The pump passed flow accuracy testing and was found to be delivering within required specifications. The pump was opened and there was no damage found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas alleging that she came off the pump due to a blank screen issue, and while off the pump her blood glucose (bg) elevated to 394mg/dl with tiredness and vomiting. The patient stated that on (B)(6) 2013, the display screen went blank, and she changed the battery. The screen reportedly came back on but then would go blank with a white line across it before the patient could get to the home screen. The patient confirmed that the pump still had audible tones and vibrations. The patient stated she was treating her bg with lantus. The patient was advised to check her bg every 1 to 2 hours and to contact her healthcare provider or emergency services if her symptoms progress. This complaint is being reported based on the allegation that the patient experienced hyperglycemia related to the inability to use the pump due to a blank display screen.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.